Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) therapy for an episode of atrial tachycardia with a long atrioventricular time which was misdiagnosed by the implantable cardioverter defibrillator (ICD) as ventricular tachycardia (vt) with retrograde conduction and atp was inappropriately delivered. Approximately four years later, it was noted that the patient received inappropriate shocks for an episode of atrial fibrillation (af) with rapid ventricular response that was detected as double tachycardia (fast ventricular tachycardia (fvt) + supra ventricular tachycardia (svt)). The patient was hospitalized and the ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a new morphology discriminator template was collected.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to svt detection and to the at/af detection with rapid ventricular response. The device memory indicated a detection issue was observed with fvt detection. The device memory indicated a ventricular tachyarrhythmia therapy (antitachycardia pacing) and an unexpected delivery of ventricular tachyarrhythmia therapy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.